Event description:
The senior medical affairs specialist spoke with a pt/layperson's wife regarding his complaint of 2008. The pt had alleged he obtained inaccurately high blood glucose results with the one touch ultra meter a few hours prior to his call. Customer svc replaced all prods. The blood glucose results are in mg/dl, the correct unit of measure. The pt's wife, referred to as the rptr, confirmed the details and provided the following info to me. At that time the pt tested twice a day. His dr instructed him to take his 35 units 70/30 innolet insulin in the morning after testing. If he forgot, he took it later in the day. The 35 units, a set amount, was not adjusted according to blood glucose results. The rptr believes he forgot to take it earlier in the day on the event date. Therefore, he tested around 3:30pm obtaining 184 and 276 within 10 mins of the other. She does not recall the order of the results. The pt injected the usual 35 units of innolet. After injecting the insulin, the pt tested with the rptr's lifescan meter, obtaining 204." The rptr does not recall when he developed shakiness and a dry mouth after the elevated results. The rptr stated, "he often feels like that off and on all day. We both get spells like that". The pt neither self treated nor ever self treats when experiencing the noted symptoms. "He didn't do anything and was ok later." The following month, during a routine appointment, the pt's dr increased the innolet from 35 units to 37 units. Although the rptr does not know the blood glucose result at the appointment, "the dr said it was high and told him he is supposed to test more now." Although the pt rec'd no medical intervention, the complaint is classified as an adverse event due to rptr noting the pt developed shakiness, a symptom, which can be associated with severe hypoglycemia, after the reported issue began.